Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly while charging. Customer unplugged and replugged pump into power source. After battery was charged, customer resumed insulin delivery. There was no reported adverse impact to customer's blood glucose.